Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states based on the limited information provided definitive contributing clinical factors cannot be concluded; however, user technique/procedural variance cannot be ruled out. The IFU does warn that breakage of the suture anchor can occur if insertion sites are not properly prepared, use of excessive force, excessive rotation (torque limiter), and also warns not to remove the retention suture until the anchor is inserted. Further patient impact could not be determined although the sa/implant ¿lost in the cavity¿ may presents risks for potential localized pain/discomfort, tissue damage/impingement and future intervention(s). Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited information provided, definitive contributing clinical factors cannot be concluded; however, user technique/procedural variance cannot be ruled out. It is unknown if the reported additional impaction could have fractured the anchor and/or the plug; however, it was reported that ¿it was evident that the anchor was not in the hole where it had been secured¿¿and it was ¿determined that the implant was basically lost in the cavity¿. The IFU does warn that breakage of the suture anchor can occur if insertion sites are not properly prepared, use of excessive force, excessive rotation (torque limiter), and also warns not to remove the retention suture until the anchor is inserted. Further patient impact could not be determined although the sa/implant ¿lost in the cavity¿ may presents risks for potential localized pain/discomfort, tissue damage/impingement and future intervention(s) please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H2: additional information on: b5, b7 & h6 (clinical code & impact code).

Event description:
It was reported that during a rotator cuff repair, the initiation was carried out with its respective initiating punch, and the footprint ultra pk anchor was passed, it was positioned and impacted until the laser line was covered, after this, it was evident that the anchor tried to come out of the hole, so it was decided to impact a little more, the bolt at the top was rotated making 5 clicks and returned half a turn, the handle came out without the implant. It was evident that the anchor was not in the hole where it had been secured. Neither was it found in the path of the threads or in the cannula, a 20 minutes search was carried out without success, which determined that the implant was basically lost in the cavity. The procedure was completed with a surgical delay of less than 30 minutes using a healicoil knotless 5.0 smith and nephew back up device in an additional bone hole. A void hole was left. No further complications were reported.

Event description:
It was reported that during a rotator cuff repair, the initiation was carried out with its respective initiating punch, and the footprint ultra pk anchor was passed, it was positioned and impacted until the laser line was covered, after this, it was evident that the anchor tried to come out of the hole, so it was decided to impact a little more, the bolt at the top was rotated making 5 clicks and returned half a turn, the handle came out without the implant. It was evident that the anchor was not in the hole where it had been secured. Neither was it found in the path of the threads or in the cannula so a 20 minutes search was carried out without success, which determined that the implant was basically lost in the cavity. The procedure was completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).